Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information added to fields: h2, h3, and h6. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to corrosion on plug unit, an image noise occurs. Based on the results of the investigation, and since the device malfunction of the no image was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of the image noise: damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope had no image. The issue was found during set up for an unspecified procedure. No harm reported.